Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent was detached from the balloon and was not returned for analysis. A review of the unit during manufacture indicates that all stent and profile readings are within specification. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-aug-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 24mm in length, eccentric, de novo target lesion was located in the non tortuous, moderately calcified and 2.5mm in diameter left circumflex artery. A 2.50x24mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was not returned.